Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measurement of 22 mg/dl, requiring treatment by emergency medical services. Details of the treatment were not provided. The reporter alleged the patient's injury was associated with a pump time and date reset to default when the battery was removed from the pump for less than 24 hours. This issue is not expected to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. This complaint is being reported because the patient allegedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.